Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power; the screen was blank, there was no auditory or vibratory function. The distributor reported there was sound on battery insertion. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed multiple call service alarms on (B)(6) 2014. On examination, the battery compartment and battery cap were intact without damage. The battery cap was evaluated and found to be within specifications. On investigation, the pump powered on normally. No loss of power was observed during the investigation. The pump was exercised for 24 hours without malfunction. The pump was opened for investigation and did not reveal any evidence of defect, damage or contamination of the pump¿s interior components. Investigation did not confirm or duplicate the allegations of no power or blank screen and the pump was found to be operating within the required specifications without malfunction.